Event description:
The customer reported that their was no return line created for the customer's blood glucose level was unknown mg/dl. The customer was advised that they creating a return for 6 boxes of sensor and only 3 return line were created. The customer was promised a free warranty upgrade by when the 530g system was released. The customer requested to deactivate until further notice.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and cracked belt clip slot.